Event description:
It was reported, that during a myocardial ablation procedure, to treat a paroxysmal atrial fibrillation. An intellanav stablepoint open-irrigated catheter was selected for use. Immediately, after starting the ablation on the left pulmonary vein, the blood pressure began to drop and the patient had a cardiac tamponade. Pericardiocentesis was performed to treat the issue. After this, noise was noticed on the stablepoint, so the catheter was replaced. And the procedure was completed. The patient condition is currently being examined. The device is not expected to return for analysis, as it was disposed.

Manufacturer narrative:
Based upon analysis of all available information, bsc investigation found no evidence to indicate, that the cardiac tamponade was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted, within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines, that the most probable cause is known inherent risk of device, since the complaint patient events reported by the physician is known and documented in the labeling. The orion instructions for use state, "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include, but are not limited to: cardiac tamponade".